Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead, this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. After a thorough investigation the software support team confirmed the patient is not seeing the recaptcha screen due to a cache issue or a weak internet. The most likely root cause is a cache issue or a weak internet. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: the patient could test deleting the application and wiping the application cache as a last resort. But that will cause the loss of the data that is saved on the affected phone. Here are the instructions for that process. Settings, apps, inpen mobile, storage cache. Click on clear storage clear cache. By performing this step the customer will remove all the cached information related to the app. Uninstall the application normally. Restart the phone. Install the inpen app. Wait 10 minutes. Open the app. If issue is not resolved, wait 15 minutes and try all steps again. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer mentioned cgm value unavailable - inpen home screen displays '--' in the current glucose field. The customer reported no adverse event. The event involved product(s) mmt-8061. Troubleshooting was performed and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non-physical devices.